Event description:
It was reported (B)(6) 2006 that the pt had a deep brain stimulation (dbs) system implanted. Three months later she reported electrical surges through the left side of the body. The leads had come out and another surgery was performed (B)(6) 2006. In (B)(6) 2009, pt reported lost memory for three months when the battery was working at 35%. Pt had thoughts of not wanting to live. In (B)(6) 2009, the battery was changed. Pt believed battery was placed upside down and began to protrude through the skin. Pt reported that hcp and company rep indicated that "it must have flipped on its own". In (B)(6) 2009, the battery issue was surgically corrected. Pt stated that "I was very depressed and my mind did not think right." Pt currently had her dbs system turned off and took more medications and noted "her brain is better and her thoughts are better". Refer to MFR report # 3007566237201006293.

Manufacturer narrative:
(B)(4)